Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter was reading inaccurately high compared to another device (freestyle). The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at around 10 a.m., on (B)(6) 2020. The patient claimed obtaining a blood glucose reading of ¿104 mg/dl¿ with the subject device and ¿77 mg/dl¿ with the other meter, performed more than 30 minutes apart. The patient manages her diabetes with a combination of insulin (lantus solo star once daily) and oral medication (metformin hcl, 500 mg, 4 tablets a day) and she denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that at approximately 11 a.m., on (B)(6) 2020, she developed symptoms of feeling ¿shaky and dizzy¿ and that in response, she self-treated by eating some fruits. The patient denied testing her blood glucose on another device. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly at the time of testing and that an approved sample site was used to obtain the results. The csr noted that the patient performed a control solution and that the result obtained fell within the control solution range printed on the test strip vial. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged issue with the subject device began.